Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.168.480s , lot: 2l18854 , manufacturing site: grenchen , release to warehouse date: 07.november 2018 , expiry date: 01.november 2028 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown date in 2019. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient visited the hospital and complained of hip pain. The surgeon determined that there was a necrosis of the femoral head and an unknown implant had cut-out. Initially, the patient underwent an open reduction internal fixation (orif) surgery with femoral neck system (fns) last (B)(6) 2019, due to a left medial femoral neck fracture. A day after the surgery, the patient was under full weight-bearing. However, the patient reported pain on an unknown date in may. Valgus and shortening of the femoral head was confirmed by computed radiography. Subsequently, the patient underwent a re-operation on (B)(6) 2019, where the fns implants were removed and a bipolar hip arthroplasty was applied. The re-operation was successfully completed. Patient status is unknown. Concomitant devices reported: fns plate (part # 04.168.000s, lot # l885537, quantity 1), locking screw (part # 412.215s, lot # 1l46873, quantity 1). This is report 2 of 2 for (B)(4).